Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing tissue over the mesh on a laparoscopic inguinal hernia, the device broke. The plastic tip pushed the staple forward. The lost piece was removed and a new device was opened up. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the device noted the e-piece was disengaged from the device and missing. Visual inspection of the loading unit noted it was partially applied and part of the loading unit was disengaged. Functionally, the handle could be actuated and the rotation knob functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of excessive manipulation or rough handling of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.